Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient underwent lead revision surgery. It was noted that during the procedure the surgeon "removed the suture at the anchor site and pushed the lead up." It was further noted the lead was "advanced one vertebral body." The patient reported "better stimulation coverage" during intra-operative testing. The patient's status at the end of the procedure was listed as "no injury/no adverse event." It was additionally stated that "no symptoms/injuries were related to the event."

Event description:
Follow up information provided no new information regarding the event although it was noted that there was no device malfunction. Further follow up information received three days later reported that the rotation of the implantable neurostimulator (ins) within the pocket was not clinically significant. No further diagnostics or interventions that were performed beyond the initial x-ray. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a significant new pain at the battery site and a major change in the location of the parasthesias immediately following a deep-tissue massage on (B)(6) 2013. The parasthesias shifted toward the patient's right side and pain returned in the left ribs where stimulation was needed. All impedances were within normal limits. An x-ray revealed that the right lead migrated caudally by approximately one contact length and the battery rotated laterally within the pocket. Reprogramming was attempted, but stimulation was unable to get high enough in the patient's back to cover the painful area. A lead revision was planned, but not scheduled. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3777-60 lot# serial# unknown, product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).